Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, there were insufflation issues during the case with the device. The leak was coming from the seal and it would not close. They were using a knot pusher through one of the ports and this may have dislodged the trocar. They continued with two new trocars to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned received in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process. No conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4).